Event description:
A other health care professional contacted technical service to report that the likorall 200 unit will not go down (appears in full up position) and emergency/release stop doesn't operate. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.

Manufacturer narrative:
Additional information has been requested regarding the reported malfunction. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
Upon inspection, the baxter technician found the battery needed to be replaced. Likorall overhead lift is a stationary lift mounted in a rail system. The rail system can be built straight, with or without curves, as a traverse system and also as a room-to-room system. Likorall overhead lift is intended for use in lifting and transferring patients, for example, from bed to a wheelchair, to or from the floor, for visits to the toilet, for gait, standing and balance training, when weighing the patient and when lifting the patient with a stretcher. A replacement battery was sent to the customer. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of an emergency function operative were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.